Event description:
The user facility reported following use of their padlock clip eftr kit a "superficial thermal injury to the mucosa" was observed on the lumen wall opposite the resection site. No medical treatment administered. No report of delay.

Manufacturer narrative:
The padlock clip eftr kit subject of the reported event was discarded by user facility personnel prior to being returned for evaluation. Without the return of the device, a cause cannot be determined. A steris account manager conducted in-service training with user facility personnel on the proper use and operation to the padlock clip eftr kit. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.